Event description:
Customer reported testing with freestyle meter receiving low readings. Customer drank juice and ate some chocolate to raise the glucose based on these readings. Customer reported passing out because the glucose was so high. The paramedics were called and the customer was transported to the hospital and treated intravenously to bring the glucose down. Customer reported that the hcp had taken customer off of medication due to low readings received within the last two months.